Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from the (B)(6) of fever and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a fever. It was not reported if the patient was hospitalized due to the fever. Treatment for the fever was not reported. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and turbid drain and was hospitalized on the same day. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with piperacillin tazobactam 2.25 grams intravenous (IV) every 8 hours and meropenem 500 mg IV every 24 hours. It was not reported if antibiotic therapy was ongoing. The outcome for the fever and peritonitis were not reported. The action taken with dianeal therapy was not reported. The nurse reported that the peritonitis was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.